Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was displayed invalid cubie memory. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (b(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 pocket b3 failed. A field service engineer shut down the medstation and removed the back panel. The row board cable was disconnected and reconnected from the drawer control board and cubie trays. The back panel was secured, and the station was powered back on. The system functioned as intended after the field service engineer repaired the device.